Event description:
A total of 18 pts had toxic anterior segment syndrome -post-op inflammation- after cataract surgery -lens implantation-. First pts in 2002, last case in 2003. The two physicians who used this piece of disposable equipment do have cases of inflammation. The lot numbers of the cartridges in question were sent to an expert for analysis. They have not received a report yet.